Event description:
It was reported that the after the intraocular lens (iol) was implanted in the left eye, the patient complained of nighttime halos, glare, seeing individual rings, and colors are off and not sharp. The patient cannot read for any extended period of time, however near vision is fine for short periods. Intermediate and distance vision are worse than prior to surgery. The symptoms significantly interfered with the patient's daily activities and were debilitating. The iol was explanted. Another johnson and johnson iol (different model, diu150, same diopter) was implanted as replacement. There was no medical or surgical intervention required and no patient injury. The patient was happy at one day post-operative of the iol exchange. The patient's pre-operative best corrected and uncorrected visual acuity on (B)(6) 2021 was 20/25. The patient's post-operative uncorrected visual acuity was 20/30 and post-operative best corrected visual acuity was 20/20 on (B)(6) 2022. There are no additional interventions planned. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: feb 28, 2022. Section h3: evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. No handpiece was received as part of this return therefore no product evaluation could be performed on the handpiece. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.